Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 06/05/2018. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection showed the plunger was observed advanced and locked as the device preparation required. The lens was observed stuck in the cartridge tip with the lead haptic not folded. The complaint reported as partially delivered was confirmed, but a product deficiency could not be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 18.5 diopter intraocular lens (iol) came out too quickly when inserting into the patient's left eye (od) and the lens became partially delivered. There was no incision enlargement, vitrectomy, or sutures required. Another lens was used to complete the procedure. There was no patient injury and the patient is doing fine post-operatively. No additional information was provided.